Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace impedance measurements on the right atrial channel. Technical services (ts) was consulted to review a stored ventricular fibrillation episode that was successfully converted with a shock and found that the right atrial channel pacing impedance for the non-boston scientific lead was high and out of range. A signal artifact monitor (sam) event also occurred, resulting in the respiratory sensor being disabled by the sam device diagnostic tool. Ts recommended further review of this system. The system will continue to be monitored. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.